Event description:
It was reported that during a craniotomy procedure, the bur broke while checking it before use on the pt. It was also reported that there were no adverse consequences and no delay as a result of this event. It was further reported that a replacement bur was available to complete the procedure.

Manufacturer narrative:
The bur subject to this investigation was returned to the MFR for eval, it was visually confirmed the head of the bur was broken from the shank. The returned bur was measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.